Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of far-field r wave oversensing leading to false automatic mode switch (ams) episodes were observed on the device. Reprogramming was anticipated in order to resolved the event; the patient's condition was stable and there were no adverse consequences.